Event description:
It was reported that during a low anterior resection, the device did not cut when fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.